Event description:
It was reported that the device was explanted in 2008 after an implant duration of 231 days of implant duration due to unknown reasons.

Manufacturer narrative:
Device not returned.